Event description:
It was reported that post implant during the night the patient experienced diaphragmatic stimulation due to a left ventricular (lv) lead dislodgment. The lv lead was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.